Event description:
Information received from the field notes that the device exhibited a battery voltage of 2.95 v. Due to the patient's low underlying heart rate and the implant duration, the physician replaced the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received